Event description:
Adult female was admitted to the ICU due to septic shock. Her plan of care included intermittent catheterization due to her neurogenic bladder. At 0500, the nurse performed an intermittent urinary catheterization and left the room with the catheter still in place. When the nurse returned to the room, it appeared the catheter had advanced. Upon removal the catheter became separated from the drainage bag and was retained in the patient. The providers were notified and a CT of the abdomen and pelvis revealed the catheter coiled in the bladder. Urology was notified and the patient underwent a cystoscopy to remove the retained catheter the next day. She was discharged later the same day. Per the nurse, the patient had a larger than normal urethra and the rn had a hard time knowing if they were in the correct place so they advanced the catheter further than normal. The nurse left the patient for about 10 minutes while the catheter was in place in order to check on another patient. When the nurse returned to the room, the catheter had advanced further likely due to the patient moving her hips. When the nurse went to remove the catheter, it disconnected from the drainage bag and then wasn¿t able to visualize the catheter in the urethra. With this catheter kit, nurses visually inspect the catheter and drainage bag and rarely perform a manual check. The FDA¿s manufacturer and user facility device experience (maude) database contains multiple reports of the catheter becoming disconnect from the drainage bag for this specific intermittent catheter kit. Per the urologist, the patient did not have unusual anatomy and the retained catheter was removed intact.